Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This procedure was performed in (B)(6). The protege everflex stent delivery system broke during stent deployment. Additional information received on (B)(4) 2014 indicate the proximal end of the catheter broke near the hub while 25% of the stent was deployed. The physician tried to deploy without the hub; eventually the remaining 75% of the stent was deployed with stretched struts.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Pt infected with (B)(6); device discarded.